Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a device manufacturer representative. The device was returned to the manufacturer to be disassembled for analysis. It was noted that reason for the infusion device removal was prophylactic removal of the pump to avoid in-vivo battery depletion. The removal also was noted as device-related as it was nearing end of service (eos), but the patient complained of withdrawal and due to loss of therapy noted as sudden. No rotor study or dye study was performed. The patient status after the device was removed was noted as recovered without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly. Conclusion code was updated.

Manufacturer narrative:
.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving dilaudid 20 mg/ml at 7.993 mg/day, bupivacaine 5 mg/ml at 1.9984 mg/day and clonidine 1 ,000 mcg/ml at 399.7 mcg/day via an implantable pump for non-malignant pain, failed back surgery syndrome and post lumbar laminectomy syndrome . The lot numbers were unable to be obtained. It was reported the patient had a refill appointment at his managing healthcare provider's (hcp) office on (B)(6) 2016. The patient presented with no symptoms of withdrawal and no complaints of any return of chronic pain. The staff nurse, who completed the refill, discussed the upcoming elective replacement indicator (eri) and the need to replace the pump by or before (B)(6) 2016. She asked the patient if she had his permission to start the prior authorization process for scheduling a surgical replacement of this pump. The patient consented. The patient again had no complaints of having any increase of chronic pain. The patient's intrathecal dose had not been increased "in quite a while," per staff nurse, but the manufacturing representative did not have any data on last date of increase. The patient stayed at the clinic, per protocol, for 15 minutes after his refill. The patient's vital signs were all within normal limits and the patient had no complaints. The patient left the clinic after receiving his next refill appointment date. At approximately 3:00 pm, the staff nurse received a call from the hospital emergency room (ER) stating that the patient had presented to the ER with signs/symptoms of withdrawal, which included: sweating, anxiety, increased blood pressure and increased pain. The patient was administered a dose of intravenous (IV) dilaudid and the patient's pain decreased along with the blood pressure. The patient was transferred to a different medical center for overnight observation. A manufacturing representative went to the patient's room at 6:15 pm on (B)(6) 2016 to interrogate the patient's pump. It was determined there was no record in the pump logs of any motor stalls or errors. The results were reported back to the patient's hcp. The decision was made to keep the patient overnight for observation and, if the patient continued to have increased pain, the pump would be replaced on (B)(6) 2016. It was noted the patient did not have any recent falls, magnetic resonance imaging (MRI) procedures and had not gone scuba diving. The patient reported he did not have any increased pain prior to the (B)(6) 2016 event. The patient noted he had a routine physical on (B)(6) 2016 with his primary care physician, and it was discovered his blood pressure was elevated. The elevated blood pressure was noted as unusual per the patient because the patient usually had a blood pressure that was normal or slightly below normal. It was discussed that this was the patient's second pump. The decision was made to replace the pump on (B)(6) 2016. During the replacement, the catheter was determined to be patent as it had good cerebrospinal fluid (csf) flow. The catheter remained implanted with the new pump. The pump was to be released to the manufacturing representative after it was cleaned by the hospital. The pump was received by the manufacturing representative on (B)(6) 2016 and was to be sent back for evaluation. The issue was noted to be resolved at the time of this report. The patient status was noted as "alive-no injury." The patient's medical history was not available at the time of this report. Other medications the patient was taking at the time of the event was not able to be obtained.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.